Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Excessive vault, dry eyes, glare/starbursts and lens rotation was observed. Lens was repositioned on an unknown date. Cause of event was not reported. Attempts to obtain additional information have not been successful.